Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 28-feb-2021, serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device return to MFR? No, device mfg date: 16-sep-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died due to cardiac perforation that occurred during the implant procedure of a leadless implantable pulse generator (ipg). The device was first implanted at the apex of right ventricle, recaptured and implanted again at the septal position despite signs of perforation visible by staining of the contrast. It was attempted to drain the extra blood caused by pericardial effusion ,however attempts to resuscitate the patient were unsuccessful.